Manufacturer narrative:
Pr# (B)(4).

Event description:
It was reported by the customer that the therapy knob is responding intermittently. It was clarified that when doing an ops check the device switch selector will register 70j when 150j is chosen. There was no report of pt involvement.